Event description:
It was reported that the event involved a male pt, experiencing chest pain. The intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath into the right femoral artery. While advancing the iab into the sheath, the distal tip of the catheter became stuck at the "sideport tubing". As a result, the md could not complete this insertion. The iab was removed with the sheath as one unit and the md did not attempt another iab insertion on this pt.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.